Event description:
It was reported by patient's legal representative that patient underwent primary hip surgery on (B)(6), 2008. Revision procedure was performed on (B)(6), 2012 due to unknown reasons. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.the following sections could not be completed with the limited information provided.